Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "oncology patient getting chemo infusion through circle primed tubing with blue ball that normally drops and prevents air from entering tubing. Ball dropped but pump did not beep off occluded as it does normally and instead drew air into the tubing that did not reach the pump before this nurse noticed. Most likely the pump would have alarmed air in line if very large air bubble had gotten to that part, but it might not have and could have caused air embolism and resulted in patient harm make it policy again to under dial volume to safeguard from incidents if this equipment malfunctions again, also evaluate why this is happening with the tubing, as it is supposed to be prevented by the blue ball. Summary of biomed check of device work completed. "Found unit in the clean utility room ready for use. Checked unit's condition, failed rate accuracy, preformed rate accuracy calibration and repeated unit verification. All tests passed." Although requested additional event details customer stated no additional event details will be provided or products. There was no harm involved, this was an "unplanned barrier catch".

Manufacturer narrative:
The reported issue of lvp(large volume pump) module mw - failure to alarm could not be confirmed. No product nor device logs were returned for investigation. Device history record a review of the device history record showed the device had a manufacture date of 18mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A follow up report will be submitted with failure investigation results should the device be received for evaluation.program project coordinator patient safety.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which stated, "oncology patient getting chemo infusion through circle primed tubing with blue ball that normally drops and prevents air from entering tubing. Ball dropped but pump did not beep off occluded as it does normally and instead drew air into the tubing that did not reach the pump before this nurse noticed. Most likely the pump would have alarmed air in line if very large air bubble had gotten to that part, but it might not have and could have caused air embolism and resulted in patient harm make it policy again to under dial volume to safeguard from incidents if this equipment malfunctions again, also evaluate why this is happening with the tubing, as it is supposed to be prevented by the blue ball summary of biomed check of device work completed. "Found unit in the clean utility room ready for use. Checked unit's condition, failed rate accuracy, preformed rate accuracy calibration and repeated unit verification. All tests passed." Although requested additional event details customer stated no additional event details will be provided or products. There was no harm involved, this was an "unplanned barrier catch"."